Manufacturer narrative:
The device(s) were not returned and the serial number(s) are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were three (3) incidents of patient infusions of total parenteral nutrition (tpn) in use with spectrum infusion pumps that finished early. The variance in the pn (parenteral nutrition) bags did not correspond with when the bags were ending early. There was no report of patient injury or medical intervention associated with this event. No additional information is available.